Event description:
The implant failed due to pt bone condition. The implant was placed at # 26 and removed after a month. Good oral hygiene. Poor bone condition. One stage

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.